Event description:
As reported, upon removal of the device during an unknown procedure, a flexor raabe guiding sheath was deformed and "perforated". Additional information has been requested.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as originally reported, upon removal of the device during an unknown procedure, a flexor raabe guiding sheath was deformed and "perforated". Additional information was received 17feb2023. The procedure was "plain old balloon angioplasty" of the popliteal artery via a contralateral approach from the femoral artery. The anatomy was slightly tortuous and not extremely calcified. The bifurcation was normal. Resistance was not encountered during insertion of the device; however, resistance was reported upon device removal. Resistance was "not really" encountered upon advancement or removal of other devices through the sheath. The dilator was not reinserted prior to removal of the sheath, which was removed over another manufacturer's wire guide. Upon removal of the sheath from the patient, the distal end of the sheath was noted to be flattened and a hole was found in the sheath. The device did not unravel or separate. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Upon return and initial evaluation of the device on 08mar2023, the distal tip of the sheath was split. No hole was noted in the sheath material as originally reported. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The sheath was flattened, compressed, and kinked 54-centimeters from the distal tip. The distal tip of the sheath was split. A document-based investigation evaluation was performed. One relevant non-conformance was noted on one device for a surface defect; however, the non-conforming product was scrapped. There have been no other reported complaints for this lot number. The product IFU warns ¿reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance I anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal.¿ the information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. Although one relevant non-conformance was noted on the lot, the non-conforming product was scrapped, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot-related complaints have been received from the field. Therefore, it was concluded that there is no evidence that additional non-conforming product exists in house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a component failure contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Upon return and initial evaluation of the device on 08mar2023, the distal tip of the sheath was split. No hole was noted in the sheath material as originally reported.

Manufacturer narrative:
H3: (other): the device has been returned and preliminary evaluation has been performed; however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
E1: customer name and address: (B)(6); phone: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 17feb2023. The procedure was "plain old balloon angioplasty" of the popliteal artery via a contralateral approach from the femoral artery. The anatomy was slightly tortuous and not extremely calcified. The bifurcation was normal. Resistance was not encountered during insertion of the device; however, resistance was reported upon device removal. Resistance was "not really" encountered upon advancement or removal of other devices through the sheath. The dilator was not reinserted prior to removal of the sheath, which was removed over another manufacturer's wire guide. Upon removal of the sheath from the patient, the distal end of the sheath was noted to be flattened and a hole was found in the sheath. The device did not unravel or separate. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.